Manufacturer narrative:
Service will be performed by hospital employee or contractor. A ge healthcare service representative recommended the battery to be replaced to resolve the issue. Block a: no report of patient involvement. Block h4:â dateâ ofâ deviceâ manufacture year is 2010. The monthâ ofâ manufacture was unavailable at timeâ ofâ MDR filing. Block d4: no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a battery failure that could cause loss of mechanical ventilation. There was no patient involvement.